Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: examination of the returned device confirmed the reported event. A fixation pin was broken and stuck in one of the pin holes of the cutting block. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Reported by cssd: whilst the surgeon was removing pins from jig, he bent and snapped the pin in the jig and it was unable to be removed.